Event description:
The alarm will be at the bedside monitor, but the alarm does not sound in the central monitor. There was no pt harm reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.